Event description:
Two weeks ago, a chest x-ray was taken and radiology noted a linear foreign body extending from the left internal jugular (ij) to the cephalad portion of the inferior vena cava (ivc). Patient was taken to cardiovascular and interventional radiology (cvir) for retrieval of foreign body, which was later identified as a single lumen infusion catheter (slic) catheter. Upon review, it was identified that the slic catheter had not been removed 5 days before patient presented prior to attempting to replace with a triple lumen catheter. When resistance was met when trying to advance guidewire from triple lumen catheter, it is believed that the slic became detached from the adapter and was advanced when triple lumen catheter was inserted. No harm to patient.====================== health professional's impression======================lack of knowledge of proper procedure for removing/replacing slic catheter.